Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience recurrent incontinence. A fibroscopy was performed, revealing a cuff with an occlusive appearance; however, subsequent pelvic x-ray imaging showed an empty balloon. Therefore, the aus was considered nonfunctional, and the patient underwent a surgical procedure to remove and replace the device. Upon removal, the aus was tested, revealing a healthy balloon and a leak at the cuff. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cuff was visually inspected, and leak tested. The visual inspection revealed folds on the cuff, and the leak test confirmed fluid loss caused by a tear resulting from wear at a fold. The pump was subjected to visual, leak, and functional testing; all three tests passed, with no damage or leakage identified, and the pump was found to be fully functional. Based on the available information and analysis results, the fluid leak observed in the cuff could have caused or contributed to the reported clinical observation of urinary incontinence and fluid leakage.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience recurrent incontinence. A fibroscopy was performed, revealing a cuff with an occlusive appearance; however, subsequent pelvic x-ray imaging showed an empty balloon. Therefore, the aus was considered nonfunctional, and the patient underwent a surgical procedure to remove and replace the device. Upon removal, the aus was tested, revealing a healthy balloon and a leak at the cuff. No additional patient complications were reported.